Event description:
The customer reported a ventilator's blower was not running. It was reported that the unit has both an 1122 and an 1105 error code indicating a high blower temperature and an alarm led failure, respectively. The device was not in patient use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. Further information is pending.

Manufacturer narrative:
The remote service engineer determined that customer does not have the v60 service tool kit that would be required to service the unit in any capacity. It was recommended that a field service engineer come to service the unit. An onsite work order was created. The case has been closed. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. If additional information is later obtained, a supplemental report will be submitted.